Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and familial spastic paraparesis. It was reported that the patient was scheduled for his 4th pump on (B)(6) 2018 (no allegation against longevity for pumps) and the patient reported that he noticed the pump alarming a single toned alarm suddenly on (B)(6) 2018 from the pump. The patient stated that his hcp told him that once he heard that alarm, his pump was good for two months after that. The pump was near expected elective replacement indicator (eri). The patient confirmed that he was hearing the non-critical alarm, once every 6 hours and he heard it 4 times total yesterday ((B)(6) 2018). The patient added that he heard the non-critical alarm once this morning ((B)(6) 2018). Troubleshooting resolved the reported issue. The patient's drug was "continuous" and he noted that his last reservoir date was (B)(6) 2018. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the non-critical alarm was that the patient missed appointment scheduled with neurosurgery and was rescheduled. As an action/intervention the patient was scheduled for replacement. The non-critical alarm on (B)(6) 2018 had been resolved.